Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample from the cobas e 801 module. The initial result from a serum sample was 155 ng/l and was reported outside of the laboratory. The patient was transferred to ICU cardiology unit where she was monitored. The result did not meet the clinical picture so a plasma sample was collected later in the day on (B)(6) 2018 and the result was <30 ng/l. On (B)(6) 2018, the serum sample was repeated and the result was 19.8 ng/l. There was no allegation of an adverse event. The reagent lot number was 30565203 with an expiration date of 31-jul-2019. Based on the provided calibration and qc data, analyzer alarm trace, and service review of the instrument, no reagent or instrument issue was indicated. The customer was not following the tube manufacturer's recommendation for the correct tube fill volume, clotting time, and centrifugation parameters. The investigation did not identify a product problem. The cause of the event could not be determined.